Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for investigation. The cutting wire was broken. Investigation was carried out to confirm the broken portion. The coated portion of the cutting wire was torn, and the broken portion was scorched and melted. The outer diameter of the cutting wire was measured. The result indicated no abnormalities. The length of the cutting wire and the coated portion was measured. The distal side of the coated portion was missing approximately 7.5 mm. Other abnormalities that could lead to the breakage of the cutting wire were not confirmed. The following device history record with the lot number of the subject device was confirmed. No abnormalities found from the device history record of the items which relate to the reported phenomenon. Process inspection sheet. Quality inspection sheet. Based on the investigation result and similar complaint investigation results in the past indicates that the cause of the cutting wire breakage might be the following reasons. The cutting wire was out of a torn area of the coated portion while the forceps elevator of the endoscope was being up. As a result, the cutting wire had contact with the distal end of the endoscope. In the state of being ¿1¿, the electric conduction was activated. The temperature of the cutting wire instantly became very high at the contact point. This caused the cutting wire to break. It has been confirmed that the tear of the coated portion of the cutting wire could duplicate by the following mechanism. The forceps elevator of the endoscope was being up. When the cutting wire deflects, the coated portion of the cutting wire and the metal part of the distal end of the endoscope had contact with each other. In the state of being ¿2¿, the cutting wire moved back and forth. This caused the coated portion of the cutting wire to tear. The slider was pushed more than needed. This caused the cutting wire to deflect. It can be inferred that some kind of force might have applied to the coated portion of the cutting wire when the device was withdrawn from endoscope after the coated portion o d the cutting wire has torn. This might have caused the coated portion of the cutting wire to detach from the cutting wire. As a result, the coated portion was partially missing. However, the exact cause of the reported event could not be identified. The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed by the physician that during an endoscopic retrograde colangiopancreatography using the subject device, the cutting wire was broken. It was not found whether it was broken on activation or non-activation. The intended procedure was completed with another device. There was no patient injury reported. The subject device was returned to omsc for investigation. Omsc found that not only the cutting wire was broken but also the coated portion of the cutting wire was torn, and the broken portion was scorched and melted. Also, the length of the cutting wire and the coated portion was measured. The distal side of the coated portion was missing approximately 7.5 mm.